Event description:
Foley catheter balloon appears to have migrated to glans; area hard to palpate so attempted to deflate balloon via balloon inflation port, but unable to aspirate fluid from port. No foley output and unable to flush, as it appears to be blocked. Removed foley lidocaine used. Foley balloon intact but unable to deflate balloon even after catheter removed.